Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion set cannula kinked event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was in upper aram and abdomen. The infusion set was in use for one to two days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).